Event description:
It was reported that while conducting a performance inspection procedure (pip) on the device, it would not properly perform the defibrillation calibration and two error codes were observed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control instructed the hospital biomedical technician to clear the error codes and try recalibrating the device; however the error codes returned. Physio-control then recommended the replacement of the device's therapy pcb. It was later communicated by the hospital biomedical technician that they will not be repairing the device at this time. The root cause of the reported failure could not be determined.